Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 13-mar-2018 with the following findings: during investigation, the battery compartment was found to be cracked from the case seal traveling to the grip pad. Animas corporation (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on results of investigation completed on 13-mar-2018.